Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had depleted and stopped providing therapy. It is unknown if the ipg depleted normally or prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A patients right ipg will be replaced was reported to abbott. The ipg has reached eri. The patient's ipg at surgery was eol and was unable to communicate with clinician programmer to retrieve settings or impedances. No complications. Nothing to be returned. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.

Manufacturer narrative:
The artemis clinicians manual was used to calculate the device longevity by determining the average energy factor of program #4. The overall longevity estimate was 2.25 years assuming 1000 ohm program impedances. The device provided 2.53 years of therapy prior to the end of life (eol) declaration. Based on the available information and using program #4 which was used 90% of the implant period, the device had normal battery depletion. This estimate is for device model 6660 with firmware 1.1.1.1.